Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged from 206 to 344 mg/dl. Customer stated that high blood glucose levels may have been due to dental surgery. Customer also report issues with air bubbles. Customer stated that she has been hospitalized for different things, but nothing pump related. Customer stated that her high blood glucose levels are her fault. Product is not being returned or replaced.